Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Programming changes were made.

Event description:
New information received indicates that during follow-up an asymptomatic patient presented with new episode of post-paced t-wave oversensing. Programming changes were made. Further actions will be discussed with the physician.